Event description:
It was reported that this patient was seen nine days after the implant complaining of tenderness and swelling in the device pocket area. The patient was thus hospitalized for two days and was discharged with antibiotics due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient was seen nine days after the implant complaining of tenderness and swelling in the device pocket area. The patient was thus hospitalized for two days and was discharged with antibiotics due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the impact codes.